Manufacturer narrative:
Fields updated include g3, g6, h2, h6 (type, findings, conclusions), h11 h11 manufacturer narrative- no lot provided and no additional information was provided from the user facility. Based on available information, there is no evidence of a device malfunction. The procedure where the icf100 was used was deemed successful prior to closing the patient. Typically, if there is an icf100 malfunction, it is evident during use. Per the risk management worksheet, a potential cause of aortic dissection or internal bleeding via perforation of a major vessel is when the device is used on a patient with an aneurysm of the ascending aorta- this would be abnormal use of the device. Another possibility is that the slit mentioned in the adverse event was due to another device. Nevertheless, the cause is indeterminable with the information provided. An edwards/ supplier manufacturing defect has not been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11 manufacturer narrative: at this time, the only provided information is that the adverse event happened the day after using the intraclude device in a procedure. The procedure was initially deemed as successful with no adverse event or product malfunction reported. The cause of the adverse event is unknown as insufficient information was provided by the customer. The icf100 device was discarded as no issue was suspected at the end of the initial procedure. The reported event is pending further investigation. A supplemental report will be submitted in a timely manner once the investigation has been completed or significant new information becomes available. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a report of an emergent sternotomy after a procedure using the icf100. The day after the procedure when the device was used, the patient was bleeding a lot, so they had to do an emergency sternotomy. They found a slit on the aorta, so they closed it with sutures. The patient is doing okay. Emails were provided for both the impacted surgeon and reporting surgeon, but no follow up questions were answered by the medical professional(s).